Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The patient reported having overstimulation, and also that their battery was not taking a charge efficiently. The patient noted that they fall routinely from their tremor, which may have led to the issues. The rep was meeting with the patient on (B)(6) 2017, and will check impedances and recharging history. The issue was not resolved at the time of the report. The patient¿s medical history includes benign essential tremor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that since the initial report, the patient has not been able to recharge their battery. They noted that 5 antenna locate functions were done, and they were able to charge the battery again. The rep stated that a power on reset (por) was successfully performed. It was mentioned that the patient still was not getting relief in their right leg, so they will be referred to their physician for a possible ¿lami¿ implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-12-21 reporting that the patient received their new paddle lead and generator that day. Intraoperative testing gave the patient stimulation from the bottom of their rib cage in their back to their feet. No further complications were reported.

Manufacturer narrative:
Product event summary #falls a lot/overstimulation/battery not charging efficiently evaluation determined that investigation is needed because it was reported that the patient fell a lot, their battery wasn't charging efficiently, and they have overstimulation. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the patient's overstimulation, and battery not charging efficiently remains unknown at this time. The patient noted that they fell a lot due to their tremors, which may have contributed to the issues. The patient was reprogrammed to lessen the recharge burden. Overdischarge evaluation determined that investigation is needed because it was reported that the ins was overdischarged due to non-compliance. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4) CAPA monitor - overdischarged batteries c/pas (B)(4). The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes report that the ins was overdischarged due to non-compliance, which was recovered and cleared. The cause (if available) is documented in the formal investigation. No stim in right leg evaluation determined that investigation is needed because it was reported that there was no stimulation in the right leg. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the lack of stimulation in the right leg remains unknown. However, it was reported that patient's previous spinal surgeries and subsequent scarring may have caused difficulty placing the leads on the right side. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-dec-15 reporting that the patient was scheduled for a revision to occur on (B)(6). Follow-up regarding the results would be available on january 8th. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient never "lost" stimulation. The patient¿s stimulation was all on his left side after his implant, but he needed stimulation also on his right. The lead revision to change his perc leads to a paddle lead was done (B)(6) and the patient was receiving good stimulation to both his right and left sides post op. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-10-05. It was reported that the representative saw the patient on (B)(6) 2017 and the patient had an overdischarge due to non-compliance, which was recovered and cleared. The patient did not mention anything about overstimulation. The impedances were all within normal limits. The patient was reprogrammed to lessen the recharge burden. The previous setting used 4 electrodes, 450 pw and 80 rate. They were able to get good stimulation on the left side with 2 electrodes, 450 pw, 40 rate and cycling. They were unable to get any stimulation into the right leg, as both leads gave left leg stimulation. The patient mentioned that his hcp told him that he had difficulty getting a lead over on the right side during the implant due to previous spinal surgeries and subsequent scarring. The hcp stated that he may have to revise his leads to a lami lead in the future. The plan was for the patient to see the hcp and discuss revising the leads to a lami lead before the end of the year. No further complications were reported/anticipated.